Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately calcified, heavily tortuous, 99% stenosed distal right coronary artery. No resistance was felt during advancement of the balloon catheter to the lesion. The 2.5x20 mm trek balloon ruptured on the first inflation at 8 atmospheres during predilatation of the lesion. It was reported that the catheter had been prepped inside the patient anatomy. The procedure was completed successfully using another nc trek balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect prep. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was not confirmed. However, a leak in the shaft was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Because it was reported that preparation was done inside the anatomy, it should be noted that rx trek/mini trek cdc instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body.